Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Customer reportedly received results of 10.3 mmol/l and 2.9 mmol/l within 10 minutes on the mobile system. Low blood glucose symptoms were reported with these results. No adverse event related to the device was reported. Requested return of suspect device and replacement was sent.